Manufacturer narrative:
The reagent lot number and expiration date were not provided. The field service engineer found that the analyzer was not detecting the sample surface consistently. He adjusted the lld (liquid level detection) and the customer tested samples. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys tsh v2 results from the cobas e 411 disk analyzer that resulted in a different clinical interpretation from a different sample from the patient. The initial result was 0.02 uiu/ml and was reported outside the laboratory with a critical flag. The repeat result was 0.018 uiu/ml, which was not considered correct. The doctor questioned the reported result and had the patient redrawn at another facility. The result for that sample using an unknown analyzer was 1.98 uiu/ml.

Manufacturer narrative:
Medwatch field d4 catalog no was updated. The investigation determined that the issue was resolved by the service actions.